Manufacturer narrative:
The reagent lot number was 881659. Calibration and qc were within specifications. The investigation revealed that both measuring cells were overdue since they had exceeded the allowed limit by more than 60.000 tests per measuring cell. The field service engineer was dispatched to replace the measuring cells. The investigation determined that the root cause was related to the execution of maintenance.

Event description:
There was an allegation of questionable vitamin d result for a patient sample tested on a cobas e 801 analytical unit. On (B)(6) 2025, the initial result was 64.7 ng/ml. On (B)(6) 2025, the first repeat result was 33.4 ng/ml. On (B)(6) 2025, the second repeat result was 31.1 ng/ml.